Event description:
Provider states that the unit is alarming low o2 and upon evaluating the concentrator he can smell the sieve material but does not see that they have blown. Provider states he has not taken then out of the unit to see if they are blown on the bottom.